Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 56 mg/dl. The customer stated that the paramedics were called. The customer declined troubleshooting. The customer described another incident when she was in the emergency room and was informed to suspend the insulin pump if her blood glucose was 100 mg/dl or below. The customer stated that she would monitor her blood glucose and needed no further assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.